Event description:
It was reported that during the implant attempt there was difficulty connecting the device to the left ventricular (lv) competitor lead. After several attempts, the lead was screwed into the connector, but there was high lv lead impedance. The lead was removed from the device, and after checking the connector and re-inserting the lead, it was not possible to turn the set screw. A lead service installation kit was used to check the set screws and no abnormalities were seen. The physician felt the issue was with the connector. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. However, the set screw was in the connector bore.